Event description:
It was reported that a pt with posterior dynamic rod/pedicle screw fixation at l3-4 has recently had x-rays showing cable fractures of the rods. It was also reported that the pt is asymptomatic, and that there is no medical need for additional surgery at this time. No pt complications were reported.

Manufacturer narrative:
The device or applicable films have not been returned to medtronic for evaluation. Unable to determine cause of the event.